Event description:
The customer reported angulation was not functioning as expected during an unspecified procedure. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found between the bending section cover and the adhesive. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign material was found between the bending section cover and the adhesive due to insufficient reprocessing. In addition, there was no angulation in the up direction due to the angulation wire being cut, there was a water leak from the insertion section, the nozzle was loose because the set screw came off, there was a dent in the distal end cover, the adhesive on the bending section cover was chipped, the connecting tube was buckled and the coating was peeling, the control body and scope connector were stained, and the color ring on the suction cylinder was peeled off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the foreign material could not be removed due to physical damage on the device. The event can be detected/prevented by following the inspection of the endoscope in the instructions for use. "·do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the cable can result." Olympus will continue to monitor field performance for this device.